Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed pulsatility index (pi) events. The account reported that the pi events were the result of bleeding. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established. The controller event log file contained data from (B)(6) 2023. The file captured 127 pi events in the approximately 40-minute time period. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also explains all pump parameters including pulsatility index (pi). Section 1 and section 4 of the IFU, ¿system monitor¿, state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 4 of the IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Furthermore, there are no audible alarms with a pi event. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having constant pulsatility index (pi) events. The log files confirmed 126 pi events. It was additionally communicated that the pi events were a result of bleeding and had since resolved.